Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the distal tip ending of this acuity whisperview guidewire ending up breaking off in patient's body. The rest of the wire was removed. There was no way to retrieve the remaining portion and it was abandoned. No additional adverse patient effects were reported.